Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) draining helium tank. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the helium regulator, psi 300 valve and helium transducer. Then, a full calibration and functional check was performed per the factory calibration procedures. The unit was returned to the customer and cleared for clinical use. The removed 30 psi check valve was returned to the failure analysis and testing(fat) department for investigation. The 30 psi check valve part was observed per the cardiosave service manual with visual damage. The failure analysis and testing dept. Installed the 30 psi check valve into the cardiosave test fixture and verified the failure (helium leak) as per factory specifications and the cardiosave service manual. The 30 psi check valve o-ring was damaged causing the helium leak. The 30 psi check valve will be held in the fat dept. Per procedure. The removed pressure transducer 3500 was returned to the failure analysis and testing(fat) department for investigation. The pressure transducer 3500 was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the pressure transducer 3500 into the cardiosave test fixture and could not verify the helium leak as per factory specifications and the cardiosave service manual. Tested the pressure transducer with no problem found. Pressure transducer 3500 will be held in the nrc per procedure. The removed helium regulator was returned to the failure analysis and testing(fat) department for investigation. The helium regulator was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the helium regulator into the cardiosave test fixture and could not verify the leak as per factory specifications per procedure and the cardiosave service manual. Helium regulator was tested to specifications with no problem found. Helium regulator will be held in the fat dept. Per procedure.

Event description:
N/a.